Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the volume discrepancies were first noticed on (B)(6) 2016 and were 2ml-3ml discrepancies. The hcp was awaiting dye study results, therefore the cause at the time of the report was undetermined. The pump dye study was done on (B)(6) 2018 and a magnetic resonance imaging scan was done on (B)(6) 2018 which showed that there was no granuloma. It was reported that the volume discrepancies were not resolved at the time of the report. The patient's weight was 218lbs. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was getting a magnetic resonance imaging (MRI) scan due to an issue with the device. The MRI was being done because the patient was having issues with volume discrepancies. It was reported that the pump is refilled every 5 weeks and there is always more medication than expected. No symptoms were reported. The patient stated that this started 4-5 refills ago. No further complications were anticipated/reported.